Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. The pump was returned to the biomedical engineering dept for an unspecified reason. During testing at the user facility, the pump did not alarm when the tubing was clamped distal to the pump. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when the tubing was clamped distal to the pump. This was due to a broken distal pressure pin. (B) (4)